Manufacturer narrative:
Previous gi (gastrointestinal) bleed reported: MFR # 2916596-2019-01837. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a gi (gastrointestinal) bleed overnight with a large volume of bright red blood per rectum. The patient was taken to the operating room for a colorectal surgery where an actively bleeding anal fissure was found and over sewn. No further bleeding was noted. On (B)(6) 2018 heparin was restarted, and then held overnight for melena. The patient's hemoglobin and hematocrit was noted to be stable. The patient resumed their medications. On (B)(6) 2018 ongoing melena was reported, heparin was held. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.